Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-03 (B)(4) (con, rep): information was received from a consumer regarding a patient who was receiving saline via an implantable pump for an unknown indication for use. It was reported that the patient's pump was flipping in their pocket and the managing healthcare professional (hcp) was having difficulty filling the pump. Surgery was scheduled to move the pump to the gluteal region and replace the catheter as it was twisted due to the pump flipping. The issue was considered resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.